Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a unknown patient (unknown drug and indication for use for the device.) It was reported that there was discussion about pump function and troubleshooting. It was mentioned that there was a meeting to discuss the experience with pump management and pump malfunction mechanisms. No other details were given regarding this event. If additional information is received this report will be updated.